Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 proportioning system was dismantled, cleaned, and calibrated. The unit was returned to service. Patient information currently unavailable.

Event description:
The hospital reported that during use when they increased the flow of o2, n2o rose as well. The clinician manually turned the n2o down to prevent a hypoxic delivery. There was no report of patient injury.